Event description:
The caller reported that the t:slim x2 pump battery would not charge despite using the tandem charging cable and wall adapter, and trying various troubleshooting steps, including different cables and adapters. There was no adverse impact to the customer¿s blood glucose level. Tandem technical support decided to replace the pump and instructed the customer to use multiple daily injections (mdi) as a backup insulin therapy. The customer was advised on actions to take upon receiving the replacement pump and instructed to return the problematic pump via ups within ten days.